Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive, then a button error alarm occurred. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 182 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.